Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Failure analysis investigation also found the following additional damages to the instrument: the grip cable was frayed at the distal clevis hub. The hub did not exhibit any wear. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that the double fenestrated grasper instrument was noted to have a loose wire but not separated during a da vinci colon resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.